Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. (B)(4). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: distal portion of the delivery system has an altered profile, balloon material is tucked underneath flared out nose tip wings, and 3 minor kinks observed on the flex shaft (based on the return condition of the device, these kinks may have occurred due to the configuration of the return packaging). Imaging was reviewed and revealed that the sheath had a potential kink location distal to the strain relief and the delivery system was unable to be retrieved through the sheath tip, the distal portion of the delivery had altered profile and the balloon material is tucked underneath the flared out nose tip wings. Based on return condition of device (delivery system unable to be retrieved through sheath, and damage noted on both devices), the complaint can be confirmed. There was no functional or dimensional testing performed due to the condition of the returned device. During the manufacturing process, the entire system is visually inspected and tested several times per procedure. During receiving the nose tip, the component is inspected on a sampling basis for defects.  The inflation balloons are 100% visually inspected for any defects. During the balloon, pleat, fold and forming process, the balloon size is inspected, and the formed balloons are inspected for defects.  During final inspection, the device is 100% distal to proximal visually inspected by both manufacturing and quality for damage of the entire device, nose tip to balloon bond is inspected for damage and the inflation and crimp balloons are inspected for any defects.  During product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage. Testing is performed for retrieval force. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   A lot history review was performed and no other complaints for the reported event were noted.   A review of the complaint history from september 2019 to august 2020 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformities were identified during the investigations of the similar complaints.  Available information suggests that patient/procedural factors contributed to the event.   The commander IFU, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The preparation training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath and maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. In addition, during system removal, unflex the delivery system while retracting the device, if needed, and verify that the flex catheter tip is locked over the triple marker and remove the delivery system form the sheath.   No IFU or training deficiencies were identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints was confirmed based on the visual inspection of the returned device along with imagery provided by the site. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies.   Retrieval difficulty was likely due to interference between the nose tip wings and the sheath distal tip, as indicated by damage to the nose tip wing and damage on distal section of the sheath tip. The following scenarios may have made the nose tip susceptible to catching on the sheath distal tip: the nose tip wings may have had an altered profile prior to withdrawal. As noted, there was difficulty crossing the native valve, and additional fluid was advanced into the balloon for troubleshooting. This excessive manipulation may potentially damage the component. While it was reported that the devices were coaxial during retrieval, the presence of tortuosity indicates the potential for non-coaxial retrieval.   In this case, due to lack of relevant imagery, it cannot be determined how the nose tip caught on the tip and a conclusive root cause cannot be determined. However, it is possible that procedural factors (balloon nose tip caught on sheath tip during retrieval, either due excessive manipulation or non-coaxial retrieval) contributed to the reported events. Control histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No labeling, training, or IFU deficiencies were identified or manufacturing non-conformities were identified. Therefore, neither corrective/preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, by our (B)(6) affiliate, after a successful valve deployment of a 29mm sapien 3 valve by transfemoral approach, resistance was encountered upon removal of the delivery system through the esheath. A kink was noted at the expanding portion of the esheath. After alleviating the kinked position of the sheath, resistance withdrawing the balloon through the sheath was encountered as the distal portion of the delivery system could not be inserted into the sheath. A portion of the balloon was still in the sheath, and the sheath was partly removed. There was still resistance to withdrawing both the delivery system and sheath together from the vessel. The sheath was removed first, and then the delivery system. The right femoral puncture site was successfully closed with pro-glides. There was a tear in the intimate layer of the external iliac which was successfully stented from the contra-lateral femoral arterial access site. There was no bleeding through the iliac. The patient is stable. The delivery system is being returned for evaluation. Visual inspection noted that there was an unusual shape to the deflated balloon and the shape of the delivery system balloon caused the damage to the intimal layer of the iliac. However, it was reported that there was no retained volume in the balloon, when additional negative pressure was applied to the ds with an empty 50cc syringe and no additional fluid was evacuated. As reported, there was noted difficulty crossing the stenotic valve with the crimped sapien 3, therefore an additional 1-2cc of fluid was inserted into the balloon, aiding in successful crossing of the stenotic valve. There was no balloon pre-dilation of the valve.